Manufacturer narrative:
Product event summary: analysis found both output connectors were broken.

Event description:
It was reported the connectors were broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.